Event description:
It was reported that a patient presented for a generator change. Fluoroscopy was performed and revealed the atrial lead dislodged. The atrial lead was capturing the incorrect chamber and was not sensing. On (B)(6) 2023, the physician elected to cap and replace the atrial lead. There were no patient consequences.